Event description:
During placement of a desara blue short suture sling (cal-ds01bs, lot q08025), the suture broke intraoperatively. The surgeon placed a second sling to complete the procedure. No patient injury resulted. Reported by (B)(6) on (B)(6) 2026, originating from dr. (B)(6), (B)(6) medical center, (B)(6). Replacement requested; return of failed device (lot q08025) for evaluation to be requested. Investigation ongoing.